Event description:
It was reported by svc report that the brake would not engage. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Rue ring, clevis pin, needle bearing, dampener roller, dampener arm.